Event description:
Related manufacturer report number: (B)(4). During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) lead. Technical support was contacted and also observed inappropriate mode switching on the ra lead. Provocative testing was performed and the electrical anomalies were reproduced. It was suspected the ra and rv leads were damaged due to subclavian crush. The rv lead was reprogrammed to resolve the event. No intervention was performed on the ra lead. The patient was stable and will continue being monitored.